Manufacturer narrative:
H4: the lot was manufactured fromjune 09, 2022, to june 10, 2022. H10: the device was received for evaluation. Visual inspection was performed and a dark brown particle was observed embedded in the material of the tubing line and not in the fluid path. The reported condition was verified. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test. Pvc is the raw material of the device tubing line. Fragment of burnt pvc (dark brown particle) can potentially be embedded in the material of the tubing during the manufacture of the device component. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had black foreign matter in tubing. This issue was discovered prior to patient use. There was no patient involvement.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.